Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation the motor assembly was removed and disassembled for further analysis. One of the 6 motor mount screws had its head broken off. The head was not found inside the pump. Once the motor was removed, there was evidence of contamination on the encoder board, on the flex/board connection, and on the encoder sensor itself. The mech assembly was removed from the pump for further analysis. There was evidence on the assembly that shows that the fluid intrusion was on the front case mating surface of the mech. Assembly. The source and path are not positively identified, but the source of fluid intrusion was likely coming from the pumping channel during cleaning. Visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing. Also the input/output printed circuit board (I/o pcb) was found damaged. The motor bearing's showed signs of excessive axial play which caused the magnet wheel to touch the encoder board, which damaged the encoder board. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing, and an impression on the processor board shielding tape and back flex . The evidence suggests cause to be the motor bearing and fluid intrusion, but root cause was not identified. Due to the motor bearing failure and fluid intrusion, the motor assembly will require replacement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.